Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 2nd of september 2016 for further investigation. During the investigation the fse removed the substrate syringe assembly, cleaned the leadscrew and guide rail, applied lubricant to the leadscrew and guide rail, and adjusted the home sensor on the substrate assembly. Then the substrate assembly was reinstalled and allowed to self align prior to tightening of the mounting screws. Fse tested the substrate syringe assembly motion and homing multiple times with no error noted. Daily maintenance was performed without any error. A total t3 run was performed and all results were within specification. Customer called back on 9/4/2016 with the same error occurring intermittantly on the instrument. The fse identified the electornic/hardware problems and replaced relay board 1and 2, pip board for aia-18. Also, the fse repaired the wire harness/cable for the sensor board to the relay board, adjusted the compound action for all the nozzle assembly positions , recleaned and adjusted the substrate syringe unit leadscrew, electronic cables and sensor flag. Fse ran multiple hardware tests for performance check with no errors noted. Customer ran quality controls and all results were within range and no errors were noted. Instrument is functioning as intended and was released. No further action required by the fse. The most probable cause of the reported event was due substrate relay board failure. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2016 the customer reported error 4048 substrate system home sensor on their aia-360 instrument. The error is preventing the customer from running patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog ii, e2, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.